Manufacturer narrative:
A ge representative evaluated the system and replaced the cpu and the power supply. System operates as intended.

Event description:
Customer reported the monitor tower would not boot up. No patient injury was reported.